Event description:
I was informed of an incident that occurred three weeks ago. Pt presented in the e.r. With gunshot wound in l epigastricares. Seven french double lumen was placed in e.r. Via right internal jugular. Pt was taken to o.r. Approx. Two hrs after the line was placed another x-ray was taken (while in e.r. A chest film was shot and no pleural effusion was evident at that time)which showed a pleural effusion while doing an x-ray for tip placement. On day four, post op[, the pt demonstrated problems which requires emergency resuscitation. The pt. Did not make it. Dr informed me of this since the post autopsy said the pt expired o/r other complications.the autopsy showed a tear in the vessel of the superior vena cava and right innominate region that was a tear from bottom to top that possibility related to product. When asked if their risk management person had been notified the rsponse was yes but no action was being taken at this time.